Event description:
Natrelle 410 highly cohesive silicone filled breast implant ruptured. Silicone went into lymph nodes on left side. Implants removed (B)(6) 2019. Multiple ultrasounds and biopsies. Left lymph nodes removed on (B)(6) 2022. MRI on (B)(6) 2022 revealed lymph nodes filled with silicone on left side all the way down to the abdomen/pelvis to the iliacy lymph nodes. My left lymph nodes have a focal intense fdg uptake and I had to have MRI's and biopsies to be sure it isn't cancer but silicone.